Manufacturer narrative:
H4: the lot was manufactured from may 07, 2018 - may 08, 2018. H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume intermate under infused. The infusion reportedly took "over 2.5 hours to infuse". The device was filled with 1000mg vancomycin in 0.9% sodium chloride (nacl). It was further reported the distal coil of the tubing (before the connection port) was very stiff and not flexible which appeared narrow at the end. This was identified during use. There was no report of patient injury or medical intervention associated with this event. No additional information is available.